Manufacturer narrative:
The serial number for this device was originally omitted. The correct serial number for this device is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #2 submitted 04/08/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: eypad intact, no peeling. All keys responding. Removed keypad, contamination found under all key contacts. The audio bolus button was torn, but the button was responsive. Contamination was found under the button cover. A battery compartment crack observed from threads to case seal. No evidence of moisture contamination found inside battery compartment. Battery cap is not able to fully tighten due to damaged threads and battery compartment crack. A power loss was not duplicated. A test cap was used and was also not able to fully tighten. Unrelated to this complaint, the display was faded and difficult to read. When a test screen was used, the display functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2012 stating that the audio bolus button was unresponsive. There is no patient impact with this event. This complaint is being reported due to the alleged keypad issues.